Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a subtotal gastrectomy, at the 1st firing the handle was locked and was unable to fire. The cartridge was replaced with a new one and used, but the situation was not improved. Just in case the handle was replaced together, the next cartridge was used without problems. The surgical time was extended by less than 30 min. There was no patient injury.